Event description:
It was reported by service report that the pt foot right side rail had a broken weld and the side rail would not latch in the upright position. No pt involvement or adverse consequences are reported.